Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device. Missing coil from fallopian tube') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included body mass index normal, gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2011), vaginal itching, anemia, vaginal delivery and stress incontinence. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic") and migraine ("migraines / headaches"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 2 months 29 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("bleeding") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, nausea, visual impairment, vaginal haemorrhage, migraine, abdominal pain lower and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2012. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2012. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: on (B)(6) 2011- the first essure was placed without difficulty on the patient's right side. We began having difficulty filling the uterine cavity beyond that. We removed the essure canula/ and attempted to place the essure on the patient's left; however/ kept running into difficulty with that. There were no coils visible on the left; there was one coil on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Ultrasound scan - on (B)(6) 2012: single live intrauterine gestation is identified in the cephalic position with the placenta located on the anterior uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy, vaginal bleeding, nausea, pelvic pain and headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-feb-2020: plaintiff fact sheet and medical record received. Events: abnormal bleeding (vaginal), migraines / headaches, migration of essure device, lower abdominal pain were newly added. Reporter information updated. Patient demographic information updated. Other relevant history updated. Seriousness criteria (medically significant) of event pregnancy with contraceptive device was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device.missing coild from fallopian tube') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included overweight, gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2011), vaginal itching, anemia, gravida I and stress incontinence. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic") and migraine ("migraines / headaches"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 2 months 29 days after insertion of essure. On (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("menorrhagia(bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain") and genital haemorrhage ("bleeding") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, nausea, visual impairment, vaginal haemorrhage, migraine, abdominal pain lower and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2012. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2012. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: on (B)(6) 2011- the first essure was placed without difficulty on the patient's right side. We began having difficulty filling the uterine cavity beyond that. We removed the essure canula/ and attempted to place the essure on the patient's left; however/ kept running into difficulty with that. There were no coils visible on the left; there was one coil on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Ultrasound scan - on (B)(6) 2012: single live intrauterine gestation is identified in the cephalic position with the placenta located on the anterior uterine wall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy, vaginal bleeding, nausea, pelvic pain and headache . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.